Event description:
A doctor reported that metal particles were found in the pt's eye after using a knife during surgery. The particles have been stated to remain in the pt's eye. There is no known impact to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).